Manufacturer narrative:
H4: lot manufactured between october 15, 2020 to october 16, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during the unspecified date of (B)(6) 2021. The user facility submitted medwatch 5099846 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the central port at the bottom of the bag. This was identified after filling the device with medication prior to patient use. There was no patient involvement. No additional information is available.